Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 10.3-13.2cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that the patient presented for a device change-out and insulation abrasion was noted via diagnostic imaging. Threshold was observed to be slightly high. The lead was removed and replaced. No adverse consequences were reported.